Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted during testing. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The no excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump was received with a cracked case at display window corners, a cracked reservoir tube lip, broken belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a customer received a button error alarm on their insulin pump. The pt's blood glucose level was at 253 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further info was provided.